Event description:
The pt had a compression fracture on t12 and xia was used from t11-l2 (pedicle screws to both sides of t11, l1, l2, and a tranverse connector as well). Soon after the surgery (the date for the primary surgery is not reported), the rods at both sides were broken at around l1. The pt had a revision surgery in 2006, leaving all of the screws from the primary surgery and replacing the rods, blockers, and transverse connector. At this time, the surgeon bent the rod to some extent whereas he did not do so in the primary surgery. The surgeon commented that the pt heard the implant cracked, also he is assuming that the pt had a stomach resection (about in half) for cancer and this made the muscle weak and caused in kyphosis, giving a load to the rod more than its tolerance level.